Event description:
It was reported that the patient with this pacemaker device exhibited farfield oversensing. Upon review of the presenting electrogram (egm) technical services (ts) stated that the right ventricular (rv) was being sensed on the atrial channel, however in blanking period but there was also intermittent premature ventricular contraction (pvc) noted. The patient was seen in emergency room (ER) due to palpitation symptoms. Ts recommended programming options or to adjust sensitivity. This device currently remains in service. No adverse patient effects were reported.